Event description:
The complainant reported a patient (age and race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella cp support, the patient experienced under perfusion of the left leg. The leg color was different from the non-access site leg. The device was not removed due to the failure mode. The team made the decision to withdraw care and the patient expired. Abiomed does not have enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.)¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The pump was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ g.1 revised manufacturing site address line 1, manufacturing site address line 2, manufacturing site us city or (foreign state/province/territory) and manufacturing site us zip code (55555) or (55555-4444) or foreign postal code (10 digits) as previously entered incorrectly. H.6 added code 3038 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.